Event description:
It has been reported that while attempting to implant a patient with an impella 2.5, the physician was "unable to access the ventricle with the device". According to the physician, the difficulty was directly attributable to the "patient's aorta [being] very tortuous" near the insertion site. The physician therefore removed the device from the patient. Upon visual inspection, the "inlet port prongs" were observed to be "frayed open and detaching from the pigtail". The physician continued to examine in the inlet port outside of the patient until ultimately the pigtail detached from the parent device. The physician elected to use an intra-aortic balloon pump device and the patient was successfully supported without adverse effects. No impact was sustained by the patient and ultimately the physician was satisfied with the performance of the device.

Manufacturer narrative:
Evaluation results: (extensive tortuosity precluded placement). Conclusion: (tortuous precluding placement and inducing resistance). The pump was withdrawn from the patient due to the inability to advance the pump across the aortic valve. The user reported that the "frayed" port prongs were not discovered until after the device was removed from the patient. The placement difficulty was directly attributable to the patient's tortuous aorta. It is unknown how much and what type of force was exerted on the device during the procedure and in the presence of the resistance during the placement attempt. It is known, however, that the device was inspected by the user prior to insertion and found to be without defect. Detachment of the pigtail did not occur until after the device was removed from the patient and was being handled by the user. The device involved in the incident was returned to the manufacturer for evaluation and was subjected to visual, microscopic, optical, and dimensional analyses. A preliminary inspection on the returned device confirmed that the pigtail assembly was detached from the parent catheter. The detachment was observed to have occurred at the welds between the struts of the suction cage and metal ball on the pigtail. Evaluations of the detachments on a microscopic level revealed that the cross sectional strut areas adjacent to the breaks and the geometries of the wire ends varied among struts. Additionally, optical and dimensional measurements detected some variation in the height of the residual weldments on the pigtail ball that was consistent with the variation in the thickness of the broken struts. In order to re-create the failure, four representative devices were subjected to fracture simulation. All four devices were flexed until failure (strut breakage) occurred and were subsequently analyzed with the same methods as the suspect device. The number of flexes observed to induce strut fracture during simulation was greater than the number that is expected to occur during clinical use of the device (zero). The reserve samples demonstrated similar detachment locations. The cross sectional areas at the breakage points were thicker than the device involved in the incident and showed less variation among struts. Additionally, the heights at the weldments were found to be greater and with less variation. The failure of the device is ultimately concluded to be a combination of; the tortuous vasculature, a thin section of one of the struts attaching the pigtail assembly to the cannula, and the user's manipulation of the device. The thin strut is suspected to have been exposed to insertion forces beyond its tolerance and ultimately fractured while passing through the tortuous vasculature. One broken strut can compromise the stability of the suction basket which can subsequently result in breakage of the remaining struts if additional manipulation is employed. The remaining struts were reported to have broken after the device was explanted from the patient and during direct manipulation by the user. A device history record review was conducted for the affected pump lot. No anomalies related to the reported failure mode were identified. No other devices from the lot have been involved in a complaint event. A similar complaint review of all incidents reported prior to and including the date of the event was conducted and revealed that of the total number of complaints involving inlet cage damage/deformity during use, 75% were reported by the institution involved in this event. The high rate of damaged inflow cages at this particular user facility indicates the device is not being used in an appropriate manner and that additional training is needed at the site. Because the procedural factors during this case are unknown, a conclusive root cause for the strut fracture and subsequent pigtail separation cannot be determined; nevertheless, furth corrective action will be initiated by the manufacturer to ensure that the risk of detachment and/or strut fracture is minimized. Current manufacturing procedures cover fabrication of the pigtail assembly and final inspection of the non-sterile pump. The final inspection procedure calls for a visual inspection but no dimensional check. Corrective actions will ensure quality of strut fabrication through new dimensional specifications and corresponding final inspection processes. A new dimensional specification for cross sections of the finished struts at the weld to the pigtail ball will be created along with a revised final inspection procedure to verify the welded struts meet the dimensional specification. Also, additional training in the use of the impella 2.5 will also be conducted at the user facility. The training module will emphasize that excessive force during the use of the device should be avoided. No further corrective action is warranted at this time.